Manufacturer narrative:
The device has not been received for analysis as of the date of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noticed. Two taxus express2 drug eluting stent sizes 2.75x16mm and 3.0x16mm were implanted in the proximal left anterior descending (lad). The physician then attemtped to place a 2.75 x 12mm taxus express2 stent, but could not deliver the stent distally past the two other stents. Then, a 3.5x13mm powersail ballon was used to dilate the lesion. Before the physician reintroduced the 2.75x12mm taxus express2 stent into the patient, it was noticed that the tip of the stent was flared. This device as not used. The proceduce was completed with another taxus express2 stent of the same size. There were no patient complications and the patient condition was ok.